Event description:
This unsolicited device case was received on (B)(6) 2014 from an orthopedist. This case concerns a (B)(6) year old female pt who developed swelling and pain in both knees after receiving treatment with synvisc injection. Relevant concomitant medications included esomeprazole (nexium), bazedoxifene acetate (viviant), paracetomal/tramadol hydrochloride (tramcet), eldecalcitol (edirol) and loxoprofen sodium (loxonin). No relevant medical history, past drugs and concurrent conditions were reported. On (B)(6) 2014, the pt initiated treatment with intra-articular synvisc injection, at a dose of 2 ml, once a week (batch/lot number and expiration date were not provided) into right knee for gonarthrosis. On (B)(6) 2014, pt received second injection of synvisc. On (B)(6) 2014, pt received third injection of synvisc and the therapy was completed. On (B)(6) 2014, the pt experienced pain and swelling in both knees. On (B)(6) 2014, steroid was injected for the pain. One hour later, the event improved. As of (B)(6) 2014, outcome of the event was regarded as resolved. Treatment: steroid injection. Outcome: recovered/resolved. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Pain in both knees (knee pain). Reporting orthopedist's seriousness assessment: non-serious. Reporting orthopedist's causality assessment: not provided. Swelling in both knees (knee swelling). Reporting orthopedist's seriousness assessment: non-serious. Reporting orthopedist's causality assessment: not provided. No further info was expected because the reporting orthopedist, pleading busyness, declined to further the investigation.